Event description:
The lead was replaced. The reason for lead replacement was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.